Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken plug strap, crease flat. Leak test was performed and found openings in the device. A microscopic analysis was performed which identify broken striated in the plug strap and broken sharp in the diaphragm valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a broken striated in the plug strap assessed as surgical damage. -a opening sharp in the diaphragm valve assessed as unidentified (tear) opening.

Event description:
Healthcare professional additionally reported particles were noted in the valve. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.